Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® serum blood collection tubes the stoppers are not tight in the tubes and erroneous results are obtained. The following information was provided by the initial reporter: "they need exchange sir.. This lot has problem. Lid (hemogard cap) is not tight, tests conducted r not giving accurate result." Incident occurred in (B)(6) hospital & research center atv(B)(6). We are raising in the bd (B)(4) pas.

Manufacturer narrative:
H.6. Investigation summary: material #: 367812. Lot/batch #: 1298990. Bd had not received samples, but 1 photo and a video were provided for investigation. The photo and video were reviewed and the indicated failure mode for decapping/stopper creep out was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for decapping/stopper creep out and erroneous results was not observed. 29 retain samples were sent for appropriate testing for 2nd stopper creepout/ decapping. The samples were subjected to a 1st and 2nd stopper pullout test with 10 of 29 samples resulting in 2nd stopper creepout/ decapping. Therefore, this complaint, decapping, can be duplicated based on retain sample testing results. Corrective and preventative actions have been initiated related to this issue. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor serum/erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode decapping/stopper creep out based on photos only. This complaint is has not been confirmed for the indicated failure mode of erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® serum blood collection tubes the stoppers are not tight in the tubes and erroneous results are obtained. The following information was provided by the initial reporter: "they need exchange sir... This lot has problem.. Lid (hemogard cap) is not tight, tests conducted r not giving accurate result." Incident occurred in (B)(6).